Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the rv lead was unable to be removed from the old device header during the generator change out. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.